Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to escherichia coli. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was continued during treatment. No additional information is available as the reporter declined follow up.